Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event to evaluate and repair the instrument. The fse found that the male quick connector on the sheath tank was broken and a board in the ups was damaged. The fse replaced the damaged parts and the unit is operational. The root cause is a broken quick connector that allowed the sheath fluid to spray the ups.

Event description:
A customer contacted beckman coulter inc. (Bec) reporting a burning smell that was observed from the uninterruptible power supply (ups) connected to the cytomics fc500 flow cytometer system after sheath fluid was sprayed onto it. The customer reported that when refilling the sheath tank and after closing the drawer, there was spray of sheath fluid from drawer. The sheath fluid sprayed onto the ups through the space between the plastic cover and main cover because the male quick connector broke when the drawer was closed. The sheath fluid shorted the 230v power for power control board and the customer saw a flash and observed a burning smell. There was no death or serious injury or change in patient treatment as a result of the incident. The customer reported a flash and burning smell but no flames, arching, or shock. A fire extinguisher was not used nor was the fire department called.